Event description:
It was reported that the inflatable penile prosthesis (ipp) was replaced because the patient had trouble inflating the device. Upon explant, it was noted that there was a kinked tube from the reservoir. There were no patient complications.